Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there were multiple check vent alarm. The customer informed the remote service engineer (rse) that there were multiple check vent alarm. There were 1117, 111b, 1118, 1127, 111d, and 1122 error codes logged. The mc pcba data was dashes and at zero hours and all voltages listed in the diagnostic codes as zero. The rse provided to the customer replacement part information for the motor controller pcba (453561537531) and power management board (453561534061) and advised the customer to replace them. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received from the bench service engineer (bse) on (B)(6) 2024, it was confirmed that the device use at the time of the event remains unknown. The investigation is ongoing.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. There was an alleged backup alarm failure. Reviewing the device's diagnostic report (drpt), no 1004 backup alarm failed error code could be found. The bench service engineer (bse) completed service of the device on 17dec2024, and no backup alarm failure occurred. The bse completed a performance verification test (pvt) and the device passed all of the included test 11 alarm testing. The device was confirmed to be fully functional and will be returned to the customer ready for use. It is determined that the alleged backup alarm failure could not be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported.